Event description:
It was reported that the device needed service. During the device's evaluation, ventec observed that it was displaying a "patient circuit disconnected" alarm. There was no patient involvement associated with the reported event.

Manufacturer narrative:
The device was evaluated by ventec where the reported issue of displaying a "patient circuit disconnected" alarm was confirmed. Ventec replaced the internal flow transducer (ift) to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was the ift.